Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hematoma and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Haematomas.

Event description:
Healthcare professional reported injecting a patient that was injected with juvéderm volift with lidocaine to the lips (upper left lateral). Prior to the injection, the patient was given blt cream. During the injection, the patient developed a large hematoma on the left tubercle of the lip and injection was ceased. The area was compressed for 1 min, but swelling was still there. No blanching or loss of circulation. A small red/purple hematoma developed. Patient had no further swelling and just localized oedema. Patient was treated with hyalase, light therapy, arnica cream, aspirin and warm compress. Symptoms resolved the next day.